Event description:
There was no device failure or malfunction. This pt was undergoing a double coronary artery bypass graft procedure. The endocoronary sinus catheter and endopulmonary vent were placed by the anesthesiologist. (The anesthesiologist was trained at the institution by another anesthesiologist who had participated in the heartport training.) The endocoronary sinus catheter was placed uneventfully using transesophegeal echocardiography. During placement, resistance was noted when an attempt was made to extend the flow-directed balloon catheter out of the endopulmonary vent. The endopulmonary vent position was adjusted and the placement process continued. Placement of the endopulmonary vent was confirmed by the pressure wave form pattern and echocardiography. As the procedure continued the pt's mean arterial blood pressure decreased and central venous pressure increased. The surgeon examined the heart through the surgical incision and blood was observed in the pericardial sac. The pericardium was opened and the pulmonary artery catheter was observed exiting the right ventricle. The catheter was retracted and the perforation was repaired with pledgetted sutures. The surgical procedure was continued and completed uneventfully. The pt experienced no sequelae.